Event description:
It was reported that a patient was seen with high impedance and low output current. The patient's therapy was disabled and the patient has been referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information is available to date.